Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: review of device history records review of complaints history. Results: complaint not confirmed - no issues observed. The returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; upon disassembly repair noted the index knob and the lock will need new components added to replace worn internal parts, this would not have caused slippage; unit needs to be machined to have heli-coils added to large starburst threads, this would not have caused slippage; when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning was required. This device was manufactured on (B)(6) 2003 and was originally an a1108. Repair history: date of service: (B)(6) 2012 reason for repair: threads are stripped in large starburst/routine maintenance date of service: (B)(6) 2008 reason for repair: switched to an a 1059 rocker arm/routine maintenance no manufacturing or design related trend has been identified. Conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2003 and last serviced in 2012.

Event description:
The surgeon positioned the patient in the a1059 skull clamp and after the case was over and the drape was removed, a two inch laceration was visible where the dual pins were located. Staples were required to address the laceration. The cause of the slip and laceration was unknown at the time of the report. The skull clamp was inspected afterwards by the user facility and no visible mechanical problems were identified. Additional information has been requested.